Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. A customer quality engineer reviewed the downloaded electronic patient records and was not able to verify the reported issue of device unable to deliver energy as there was no evidence of attempted energy delivery. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation energy during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation energy during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.